Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that one day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored event was identified due to noise and odd deflections were noted on the presenting s-ECG. Episode review was performed by a boston scientific technical services consultant who confirmed the observed noise and extra deflections on the presenting data. The consultant recommended system troubleshooting. Additional information was received that there was a stored atrial fibrillation (af) episode. X-ray confirmed the device was in a slightly alternated position and migration was noted. It was noted that the device could not easily be located due to the large size of the patient. Some slight noise was observed during pocket manipulation and sternum maneuvers. The patient subsequently presented to the emergency room due to pocket pain. Another x-ray was performed which showed the device in a slightly lower position than the previous x-ray. The electrode body appeared to be curvy in nature. In clinic follow up testing was recommended; however, the patient did not show up for the appointment. The patient presented to the emergency room a second time after receiving a shock. Untreated episodes were also noted. Noise, non-physiologic artifact and oversensing were noted. The device was programmed to secondary vector and there was no observed noise during testing with the patient on her right side. The patient informed the boston scientific sales representative that she previously fell in her bedroom and landed on her right side. However, prior to the fall, the device was twisting and protruded out from her rib cage. She presented to the clinic at that time and was informed everything was fine. The patient will continue to be followed. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed a single setscrew mark which was in the wrong location on the terminal pin. Additionally, there was a semi-circular burn mark on the sense b proximal ring. The visual findings suggest a potential connection issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored event was identified due to noise and odd deflections were noted on the presenting s-ECG. Episode review was performed by a boston scientific technical services consultant who confirmed the observed noise and extra deflections on the presenting data. The consultant recommended system troubleshooting. Additional information was received that there was a stored atrial fibrillation (af) episode. X-ray confirmed the the device was in a slightly alternated position and migration was noted. It was noted that the device could not easily be located due to the large size of the patient. Some slight noise was observed during pocket manipulation and sternum maneuvers. The patient subsequently presented to the emergency room due to pocket pain. Another x-ray was performed which showed the device in a slightly lower position than the previous x-ray. The electrode body appeared to be curvy in nature. In clinic follow up testing was recommended; however, the patient did not show up for the appointment. The patient presented to the emergency room a second time after receiving a shock. Untreated episodes were also noted. Noise, non-physiologic artifact and oversensing were noted. The device was programmed to secondary vector and there was no observed noise during testing with the patient on her right side. The patient informed the boston scientific sales representative that she previously fell in her bedroom and landed on her right side. However, prior to the fall, the device was twisting and protruded out from her rib cage. She presented to the clinic at that time and was informed everything was fine. The patient will continue to be followed. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed a single setscrew mark which was in the wrong location on the terminal pin. Additionally, there was a semi-circular burn mark on the sense b proximal ring. The visual findings suggest a potential connection issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that one day post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a stored event was identified due to noise and odd deflections were noted on the presenting s-ECG. Episode review was performed by a boston scientific technical services consultant who confirmed the observed noise and extra deflections on the presenting data. The consultant recommended system troubleshooting. Additional information was received that there was a stored atrial fibrillation (af) episode. X-ray confirmed the the device was in a slightly alternated position and migration was noted. It was noted that the device could not easily be located due to the large size of the patient. Some slight noise was observed during pocket manipulation and sternum maneuvers. The patient subsequently presented to the emergency room due to pocket pain. Another x-ray was performed which showed the device in a slightly lower position than the previous x-ray. The electrode body appeared to be curvy in nature. In clinic follow up testing was recommended; however, the patient did not show up for the appointment. The patient presented to the emergency room a second time after receiving a shock. Untreated episodes were also noted. Noise, non-physiologic artifact and oversensing were noted. The device was programmed to secondary vector and there was no observed noise during testing with the patient on her right side. The patient informed the boston scientific sales representative that she previously fell in her bedroom and landed on her right side. However, prior to the fall, the device was twisting and protruded out from her rib cage. She presented to the clinic at that time and was informed everything was fine. The patient will continue to be followed. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.